Event description:
It was reported intermittently that occlusion alarms occurred. Customer's blood glucose was 460 mg/dl. A systems check was performed with tandem technical support and no issues were identified. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.